Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor was undersensing. It was noted the patient cancelled a scheduled follow up in clinic and no programming changes were made. The patient was stable. No further information was available.